Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the patient; therefore, sent a letter to obtain more clinical information. The patient's nurse called alleging that the patient's meter displayed an error 5 message as soon as the meter is powered on. The patient went to the ER, since he experienced dizziness and blurred vision. The patient was treated with insulin; however, there is no information on what the reading was on the ER's meter. Customer service sent the patient a replacement meter, since the issue was not resolved. Based on the information provided, this case is being reported as a malfunction.